Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the lead helix would not extend, even after more than the usual revolutions were attempted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.